Manufacturer narrative:
The subject controller was intended for treatment and returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection found no cosmetic or physical anomaly present on the subject controller. Functional evaluation revealed there is no voltage output to a known good wand. All ablation and coagulation output voltages were not able to be measured due to an electronic component failure on the board inside the subject controller. Each time the coag or ablate pedal was depressed on a known good concomitant foot control, the returned controller would alarm and no voltage output was observed. The complaint was verified and the root cause was determined to be the failure of an electrical component inside the subject controller. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: 1. A power surge to the subject controller, 2. Using an improper power cord or improper extension cord, or a loose power connection. 3. An issue with one of the concomitant devices in use at the time of this complaint event, 4. Failure of an electrical component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy the device was not ablating. The procedure was completed with a competitor device.